Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "last year we had an adverse event where a 'wrong iol' was inserted into a patient's eye; this caused symptoms and needed further surgery to exchange it for the correct one". On an unknown date post-operatively, the patient underwent an additional surgery during which the "wrong iol" was explanted and exchanged. The device was discarded by the healthcare facility following lens explantation. "Deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of rayner ifus. No further information is available to rayner at this time. Rayner has contacted the healthcare facility for additional information to enable a comprehensive investigation to take place.

Event description:
On 2nd august 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a rayone iol (model unspecified). The verbatim report received states "last year we had an adverse event where a 'wrong iol' was inserted into a patient's eye; this caused symptoms and needed further surgery to exchange it for the correct one".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "last year we had an adverse event where a 'wrong iol' was inserted into a patient's eye; this caused symptoms and needed further surgery to exchange it for the correct one". On an unknown date post-operatively, the patient underwent an additional surgery during which the "wrong iol" was explanted and exchanged. The device was discarded by the healthcare facility following lens explantation. "Deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of rayner ifus. Despite multiple attempts made by rayner to obtain additional information, all efforts have been unsuccessful. There is insufficient information available in this case to establish root cause.

Event description:
On 2nd august 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a rayone iol (model unspecified). The verbatim report received states "last year we had an adverse event where a 'wrong iol' was inserted into a patient's eye; thiscaused symptoms and needed further surgery to exchange it for the correct one".